Event description:
A customer reported experiencing a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions for resetting the pump, and the customer plans to perform the reset and will follow up if the issue continues.